Event description:
A nurse reported that a trocar valve component was found to broken during a vitreoretinal procedure. An incision was made in the trocar valve component had been retained. There was no trocar valve component found and no patient harm was confirmed. Additional information adn product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).